Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with a low pulse rate and complaining of feeling like they were going to pass out and ¿go down¿. It was found that right ventricular (rv) lead¿s capture threshold had increased and loss of capture was observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr03aa ipg, implanted: (B)(6) 2006. (B)(4).